Event description:
It was reported that "gloves ripping while putting on or during use. Gloves were used with caregiver, so considered a biohazard since it had contact. There was no contact with bodily fluids or hazardous drugs."

Manufacturer narrative:
It was reported that "gloves ripping while putting on or during use. Gloves were used with caregiver, so considered a biohazard since it had contact. There was no contact with bodily fluids or hazardous drugs." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.